Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the noise was believed to be external

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial oversensing and noise seen on the electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.